Event description:
It was reported that during a lobectomy procedure, the device deployed malformed staples and a leak occurred. Handstitching was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/19/2007. Information is unavailable; device was not returned for evaluation.